Event description:
It was reported that the right ventricular (rv) lead explanted due to lead perforation. A chest x-ray and transesophageal (tee) echocardiogram was performed. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. An extracting stylet was returned stuck in the lead and a stretched-out helix with the tissue entwined was noted. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead explanted due to lead perforation. A chest x-ray and transesophageal (tee) echocardiogram was performed. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.